Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 12 years post initial left tha, the (B)(6) y/o female patient experienced an acetabular fracture that caused cup to come loose. Patient had exactech femoral head swapped out to a 32mm +10 offset 12/14 but the exactech acetabular implants were removed and replaced with other devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The devices are not available for evaluation due to hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6 . MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an acetabular bone fracture, which likely led to the acetabular loosening reported. The reported acetabular loosening and bone fracture could not be confirmed from the provided information. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and additional clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.